Event description:
De niet et al 2019: (zilver) "geometric changes over time in bridging stents after branched and fenestrated endovascular repair for thoracoabdominal aneurysm" twenty-eight patients with a median age of 70 years (interquartile range [iqr], 67-77 years) were included. All patients with a taaa or paaa involving the visceral arteries treated with b/f-evar between (B)(6) 2004 and (B)(6) 2011 to have adequate follow-up were included. To prevent spinal cord ischemia, spinal drainage was performed at 10 ml/h for 72 hours in combination with maintaining the mean arterial pressure at a level of 90 mm hg. Based on thin-cut (0.75-mm axial slices)computed tomography angiography (cta), a customized three-part cook zenith system (cook medical, bloomington, ind) was manufactured. Branch design is usually standard, being 18 or 21 mm in length, depending on the distance to the target vessel, and 6 or 8 mm in diameter, depending on target vessel diameter. The length of the bridging stent was chosen to fully cover the branch from within to bridge the distance between the branch and the origin of the target vessel and approximately 20 mm of stent length inside the target vessel. Covered balloon expandable stents were used to bridge between branch or fenestration and target vessel. Nitinol self-expandable stents were used to support the bridging stent when required. Follow-up included cta (0.75-mm axial slices) and outpatient visit at 6 weeks and annually or earlier in case the clinical presentation suggested a device related adverse event. Device used off label.

Manufacturer narrative:
PMA/510(k) #p050017/s002 and s003. The zilver 635 self-expanding vascular stent device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Prior to distribution ziv devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records could not be completed as the lot number is unknown. There is evidence to suggest that the customer did not follow the instructions for use. "This product is intended for use in the iliac arteries" off-label use: used in sma, renal/celiac artery¿. A definitive root cause is off label use. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient possibly required intervention. Complaints of this nature will continue to be monitored for potential emerging trends. - attachment: [de niet.pdf].

Manufacturer narrative:
PMA/510(k) #p050017/s002 and s003. Date of event: between november 2004 and june 2011. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
De niet et al 2019: (zilver) "geometric changes over time in bridging stents after branched and fenestrated endovascular repair for thoracoabdominal aneurysm." Twenty-eight patients with a median age of 70 years (interquartile range [iqr], 67-77 years) were included. All patients with a taaa or paaa involving the visceral arteries treated with b/f-evar between november 2004 and june 2011 to have adequate follow-up were included. To prevent spinal cord ischemia, spinal drainage was performed at 10 ml/h for 72 hours in combination with maintaining the mean arterial pressure at a level of 90 mm hg. Based on thin-cut (0.75-mm axial slices)computed tomography angiography (cta), a customized three-part cook zenith system (cook medical, (B)(4)) was manufactured. Branch design is usually standard, being 18 or 21 mm in length, depending on the distance to the target vessel, and 6 or 8 mm in diameter, depending on target vessel diameter. The length of the bridging stent was chosen to fully cover the branch from within to bridge the distance between the branch and the origin of the target vessel and approximately 20 mm of stent length inside the target vessel. Covered balloon expandable stents were used to bridge between branch or fenestration and target vessel. Nitinol self-expandable stents were used to support the bridging stent when required. Follow-up included cta (0.75-mm axial slices) and outpatient visit at 6 weeks and annually or earlier in case the clinical presentation suggested a device related adverse event. Device used off label.

Event description:
Supplemental correction report is being submitted following a review of this complaint file on (B)(6) 2025 to include updates to investigation evaluation notes and imdrf coding.

Manufacturer narrative:
PMA/510(k) #p050017/s002 and s003. Supplemental correction report is being submitted following a review of this complaint file on (B)(6) 2025 to include updates to investigation evaluation notes and imdrf coding. This complaint is related to (B)(4) and captures 01 instance of abnormal use (off label use) in the superior mesenteric artery (sma) and the celiac trunk and the abnormal use (off label use) - used to elongate or to strengthen the branch or previous stent in the sma, celiac trunk and renal arteries. Device evaluation: abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. The device evaluation of the zilver 635 self-expanding vascular stent device of unknown rpn and unknown lot number involved in this complaint could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted document review: prior to distribution ziv devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records could not be completed as the lot number is unknown. Instructions for use/label: instructions for use ifu0041 which accompanies the device states the following: "this product is intended for use in the iliac arteries for the following treatments: ¿ arteriosclerotic stenosis ¿ total occlusions that have been recanalized" there is evidence to suggest that the customer did not follow the instructions for use. From the information provided, it is known that the device was used in the superior mesenteric artery (sma) and the celiac trunk and used to elongate or to strengthen the branch or previous stent in the sma, celiac trunk and renal arteries. Root cause review: a definitive root cause of abnormal use can be concluded based on the available information. From the information provided, it is known that the device was used in the superior mesenteric artery (sma) and the celiac trunk which is not the intended target location for this device. Additionally, the device was used to elongate or to strengthen the branch or previous stent which is not the intended use for this device. As this device has not been tested for use in this area and/or for this purpose, it is unknown how the device will function in this area. Product manager input states that the use of this device for any purpose outside of the iliac arteries would be considered off label use. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. As previously mentioned, the IFU stated that the device is intended for use for arteriosclerotic stenosis and total occlusions that have been recanalized in the iliac arteries. The device was also used in the renal arteries but use of the device in the renal arteries prior to june 2018 was considered to be on label use. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: according to the initial reporter, this complaint was raised from literature papter de niet et al 2019: (zilver) "geometric changes over time in bridging stents after branched and fenestrated endovascular repair for thoracoabdominal aneurysm". Twenty-eight patients with a median age of 70 years (interquartile range [iqr], 67-77 years) were included. All patients with a taaa or paaa involving the visceral arteries treated with b/f-evar between november 2004 and june 2011 to have adequate follow-up were included. A customized three-part cook zenith system (cook medical, bloomington, ind) was manufactured. Branch design is usually standard, being 18 or 21 mm in length, depending on the distance to the target vessel, and 6 or 8 mm in diameter, depending on target vessel diameter. The length of the bridging stent was chosen to fully cover the branch from within to bridge the distance between the branch and the origin of the target vessel and approximately 20 mm of stent length inside the target vessel. Covered balloon expandable stents were used to bridge between branch or fenestration and target vessel. Nitinol self-expandable stents were used to support the bridging stent when required confirmed quantity of (B)(4) device, confirmed used. According to the initial reporter and the patient outcome field, the patient possibly required intervention. Investigation findings conclude a definitive root cause of abnormal use (used in the superior mesenteric artery (sma) and the celiac trunk) and used to elongate or to strengthen the branch or previous stent in the sma, celiac trunk and renal arteries was determined. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device.